Manufacturer narrative:
Correction g3: report source (added user facility omitted on initial MDR). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(4) 2020. Medwatch number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified clearlink set leaked from the port. This issue was identified during patient infusion. The device was discontinued and replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.